Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed, and no anomalies were found. The svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The exposed svc defibrillation coil became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was returned with severe explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.